Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) battery reached end of service due to three overdischarges.

Event description:
It was reported the manufacturer representative had given a health care provider (hcp) an open implantable neurostimulator (ins) for trialing. There was no patient associated with the device however the hcp¿s office had never recharged the ins so it went into an over-discharged state. The manufacturer representative was able to bring the device out of over-discharge but upon doing so the battery was at end of service (eos). They thought this was the first over-discharge event but it was not confirmed.

Manufacturer narrative:
(B)(4).